Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper case, lower case, and one side bail cover were broken, the battery release, ring cover, ring bail and battery drawer were contaminated, one side bail cover and side bail were missing, the keyboard was scratched, the battery drawer o-ring and one case screw were missing, the main printed circuit board (pcb) was out of electrical specification, the battery contacts were compressed and the lead flex cover was corroded. Further analysis was performed on the main pcb. This analysis found that the battery removal failure was caused by a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a "self-test" failure error. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).